Event description:
The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The manufacturer received information alleging respiratory tract irritation and lung disease. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer has previously reported this incident as product problem which needs to be corrected to serious injury as per the pms evaluation. In this current report, have been corrected.

Manufacturer narrative:
Additional information was received on 03/26/2024, and section h10 should be reported as: the manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The manufacturer received information alleging respiratory tract irritation and lung disease. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h evaluation method code grid, evaluation results code grid and conclusion code grid were updated in this report.